Event description:
There was difficulty placing the dobbhoff feed tube. It was coiling in the back of the throat and not advancing and the patient was coughing, but not in distress. The nurse pulled it out without resistance and immediately observed that the weighted tip of the dobbhoff feeding tube was not intact and was missing from the end of the tube. Xray and computed tomography confirmed that the weighted piece was in the lower left lung. The patient required transfer to a tertiary care center where the tip was removed from the patient.